Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been diagnosed with cancer and are taking radiation 5 times a week and chemo one time a week. The patient stated they thought because of all the fluids they were getting through the chemo it was making them go pee more. The patient said they could go to the bathroom but when they stood up they still had urine leaking and they had to use a pad to account for that. The agent reviewed therapy information and general programming guidance with the patient. The agent noted based on the cancer diagnosis, speaking with a doctor regarding interstim and therapy may be advisable. The patient noted their managing doctor had retired, the agent advised calling the clinic to see if there was a doc they were recommending and if not to utilize the link emailed to the patient.